Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It is unknown if the patient was connected to the homechoice at the time of death. The cause of death was unknown. An autopsy will not be performed. No further information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The correct aware date for the follow-up medical device report follow up 001 should have been (B)(6) 2013.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing and was determined to meet performance specification requirements. A review of the device service history and device history record was performed. There were no issues identified that could have caused or contributed to the reported event. Baxter has conducted a trend review. If additional relevant information is received, a supplemental medwatch will be filed.